Event description:
The facility reported an infusion pump with a failure code 570. It was not specified if this failure occurred while infusion on a patient. However, the facility's representative did state that no patient incidents were reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.